Event description:
The customer reported that their pump screen was dark and would not turn on. The customer went to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level that was "600-650" mg/dl, with moderate ketones. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with no permanent damage. Customer reverted to manual insulin therapy.